Event description:
It was reported that the patient had (B)(6) with the patient¿s first implantable neurostimulator (ins). The patient hurt right after placement. The patient had a seroma and that was what the healthcare provider (hcp) thought it was. The pain started one week after implant. When the patient went to see her primary hcp, they thought the patient had a pineal cyst. The patient then had an ultrasound performed about 4-5 weeks after implant. The hcp found a lot of fluid and treated that patient with antibiotics until the surgeon could see the patient. The surgeon did not think it looked good and the patient still had pain down her legs, pelvic area, and back. The surgeon decided to explant. During explant, the surgeon reportedly barely touched the lead and it ¿came right out.¿ it was also stated that there was puss in the pocket. The patient had to wait 1.5-2 months to have another system implanted. It was also stated that the patient had not had relief. There was no culture taken. The patient was ¿much happier¿ with the new implant.

Manufacturer narrative:
(B)(4).